Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the patient had experienced glare and halos. The patient was unable to drive at night due to the glare. The lens was explanted in a secondary procedure and was replaced with another lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned small plastic specimen cup. Solution was dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 19.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified monofocal lens model with a clinical reason for explant of, "glare and halo." Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).